Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for frame strut fracture was confirmed by empirical evidence. No manufacturing non-conformances were identified during the evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. No labeling or IFU inadequacies have been identified. Therefore, neither a product risk assessment (pra) nor corrective/preventative action was required. However, a pra has previously been initiated to assess the risks associated with frame fractures. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards clinical safety, 3 years post implantation of an alterra pre-stent and 29mm sapien 3 valve, a chest x-ray taken 3 years post implantation showed the alterra and sapien valve in appropriate positions, with "one minor fracture medially."